Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the device was in diagnosis procedure when the issue was occurred, and the procedure got completed using the same system. It was reported that the x-ray was not available. The philips remote service engineer (rse) communicated with the customer and not confirmed the malfunction of the device since the reported issue was not an error, the user accidentally selected the 3d procedure, but they forgot the 3d procedure routine. The rse guided user to cancel the 3d procedure and to select the normal procedure (cardiac procedure). After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario was not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was not an error and there was no impact to the patient. Based on the new information, this complaint was evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation results code and conclusion code were corrected.

Event description:
It has been reported to philips that system cannot x-ray.  Philips has started an investigation of this complaint.